Event description:
It was reported that the flare part of the pulsavac fan spray tip came off the tube at the middle stage.

Manufacturer narrative:
The device was not returned to the MFR due to the hosp had discarded the product. However, the investigation is on-going and a follow up medwatch will be submitted once the investigation is complete.